Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. D4-UDI:(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 222417 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 222417, test base part number 195-430wjr/ lot: 219801. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 222417 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. H3 other text : single use; device discarded.

Event description:
The consumer reported an unspecified number of false negative results with the binaxnow covid-19 antigen self-test performed on or before (B)(6) 2024 on an unknown sample type. Additional testing was performed on an unknown date via an unknown brand of rapid antigen tests which generated an unknown quantity of positive results. No additional information, including treatment and outcome, was provided.